Event description:
It was reported that while in the catheterization room, the following occurred: patient did not have tortuous vessels. Clinician stated one hour "after pumping started high pressure and other alarms rung frequently." (The pump is iap-0100j). The clinician reported that "he felt helium did not return, balloon inflated rapidly." The clinician decided not to restart pumping. The catheter was removed, and the sheath remained in patient; new intra-aortic balloon (iab) was inserted. Reference medwatch 1219856-2009-00055 for the second event involving same patient. A request was made for more information.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.